Event description:
Information was received that this pt had a covered ultraflex esophageal stent placed in 2000. The indicated use and patient medical condition were not disclosed. With multiple follow up. Information was received in august 2001. This information indicated the patient experienced symptomatic dysphagia on or about 15 1/2 weeks post-op, which resulted in an x-ray to verify patency and placement of the stent. It was discovered then that the stent had fractured. The stent was fractured in circumferential manner. The pt did not have multiple stents in place. Another stent was placed within the fractured stent. The reporting facility did not report any injuries related to this event. Further follow up revealed the pt to be in stable condition. The complaint device was not available for evaluation by this manufacturing site. No failure analysis is available. Based on the above available information and without further details the co is unable to determine the exact cause of this event. The co's directions-for-use state....."the ultraflex esophageal stent is indicated for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." The patient's underlying medical disease was not known.